Event description:
It was reported that the patient now only has six electrode channels which are active. The other 6 electrode channels have been disabled due to a progressive number of 'hi' impedances over time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.